Event description:
It was reported that the patient experienced reservoir migration with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the reservoir and pump were replaced. There were no device malfunctions associated with the reservoir migration and the patient did not experience any adverse events or further complications.